Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part/lot combination is unknown, and therefore, DHR could not be completed. If the device/ lot number can be confirmed, the DHR will be revisited. Photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the x-ray provided, the screw could be observed to have backed out from the plate. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unknown screw trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2021, the patient underwent a revision and removal of a screw in a distal fibula plate due to screw backed out. The screw was exchanged successfully. It is unknown if there was any surgical delay. The procedure outcome and the patient's status are unknown. Concomitant devices reported: unknown distal fibula plate (part# unknown, lot# unknown, quantity 1) and unknown locking screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) unk - screws: cortex. This report is 1 of 1 for (B)(4).